Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure, as it is likely the device interacted with the challenging anatomy in addition to the guiding catheter during advancement, as resistance was noted, causing the reported failure to advance and difficult to advance/position. Interaction of the device with the challenging anatomy and guiding catheter likely contributed to the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the left anterior descending (lad) artery with moderate calcification and moderate tortuosity. The 2.5x18mm xience alpine stent delivery system (sds) was attempted to be advanced to the target lesion; however, failed to advance due to the anatomy. Resistance was also noted with the guiding catheter. Therefore, the sds was removed from the patient. The stent was noted to have dislodged; however, was successfully removed with the delivery system. Another same size xience alpine stent was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.